Manufacturer narrative:
The exact cause of the reported event is not known. Operator denied blood lines were not connected properly, however, based upon the blood in the saline bag, it is suspected that the venous pt blood line was never moved from the saline bag priming spike to the pt venous access prior to the start of treatment as instructed in the user guide. Facility staff has provided re-education to the pt and operator. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
A venous air alarm occurred during a routine hemodialysis treatment. The operator noted the saline bag had filled with blood. Treatment was discontinued. An estimated blood loss of 420cc occurred. The pt was transfused with four units of blood on (B)(6) 2011. No other medical interventions was required.